Manufacturer narrative:
Device not accessible for testing: at this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted when additional information is provided. Device not returned to manufacturer.

Event description:
It was reported that during patient use the cs300 intra-aortic balloon pump (iabp) had an autofill failure at the 2 hour fill time. The patient was swapped to another unit to continue therapy, and it is currently pumping alarm free. The initial pump was being sent to the biomedical department for service. No patient harm, serious injury or adverse event was reported.